Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The patient underwent iol implantation on (B)(6) 2015. The development of calcification is reported to have been observed for the first time on (B)(6) 2020. There is currently very limited information available to rayner. Rayner has contacted its distributor in indonesia to obtain additional information to facilitate further investigation of this event (e.g. Product information, patient medical history - prior ocular surgery, any procedures post cataract surgery). The calcification of iols has been categorised in published literature into two types; primary and secondary (plus a third for those incorrectly determined cases). Primary calcification is inherent. It is due to particular manufacturing processes or packaging interactions. An examination of the literature shows that some manufacturers have had known cases of primary calcification due to an interaction with silicone in the packaging - and more recently, due to phosphate remnants (originating from a detergent) found in the manufacturing process. Rayner has made no material processing or packaging changes that may have negatively affected our iols; we have never had a confirmed case of primary calcification relating to a rayner iol. Secondary calcification affects many manufacturers and is a phenomenon that is not fully understood; it is known that it stems from changes in the eye's environment due to patient comorbidity, secondary surgeries and potentially other, poorly understood interaction. The following have been identified as possible causes of opacification in published literature; off label use of intracameral alteplase (actilyse) (rtpa), multifactorial, high phosphate content ophthalmic viscoelastic devices , repeated exposure to intracameral air, raised intraocular pressure, excessive post-operative inflammation, complicated, traumatised eyes, as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures, trauma or repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions.

Event description:
On (B)(6) 2020, rayner intraocular lenses limited received notification from its distributor in indonesia of an event that occurred following implantation of an unspecified rayner iol. The event description provided states that calcification of the iol has been observed over four years post implantation.